Event description:
It was reported that the customer experienced hyperglycemia when the ilet delivered no insulin due to lack of cgm activity while the system was in bg run mode without a fingerstick entry, which prevented a correction dose. Symptoms included elevated blood glucose. Outcomes included no reported medical intervention, no ketone testing, and no backup therapy use. Investigation included troubleshooting and education regarding cgm signal loss and the need for fingerstick entry in bg run mode to enable correction dosing. Investigation of this case revealed cgm signal loss with the responsible device not identified and no device alerts or alarms reported. It was concluded that hyperglycemia occurred in the context of absent cgm data and no manual bg entry, with dexcom g7 signal loss involved. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.